Event description:
Information received from the field does not address the patient's clinical status but notes low lead impedance. The device remains implanted and the system is programmed to the unipolar configuration.~~~~~~~~